Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving morphine (1 mg/ml, 0.39 mg/day) and fentanyl (4000 mcg/ml, 1559.8 mcg/day) via intrathecal drug delivery pump for non-malignant pain. It was reported that ever since the patient had the pump implanted she had not received any relief from her pump therapy. The doctor performed a catheter dye study on (B)(6) 2018 and discovered that the catheter was too high in the spinal column but the catheter was fully intact and had excellent flow. He was planning on a catheter revision/moving of the catheter down to a lower vertebral level on (B)(6) 2018. There were no environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved and the patient status was "alive - no injury" at the time of this report. No further complications were reported.